Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation. The patient developed blisters under the therapy electrodes (no report that the blisters were open or weeping). The patient's physician instructed the patient to only wear the device at night. Follow-up indicated that the blisters had improved.